Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer was performing the instrument startup process when the leak was identified. The leak was described as 10 ml of cleaner, source unknown, contained within the analyzer. The customer saw the cleaner in the bottom of the diluter when he opened the door to do maintenance. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and a lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak in tubing through pinch valve vl61. Vl61 purges the backwash tank/sweep flow reservoir. The fse replaced the tubing and the instrument ran without leaks or errors. The repairs were verified per established procedures.